Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0049-02 lot number y237883 exp dec 18 0.9% sodium chloride; 250ml baxter bag ndc 0338-0049-02 lot number y240176 exp jan 19 0.9% sodium chloride. The customer¿s report that the secondary back flowed into the primary bag was confirmed and replicated. No anomalies were observed on the set during visual and microscopic inspection. Functional testing was performed and fluid back flowed from the secondary into the primary bag indicating a faulty check valve. Testing of the component by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary back flowing into the primary bag was not identified.

Manufacturer narrative:
Gtin/UDI number for item 24010-0007t lot 17025668 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the secondary of venofer back flowed into the primary of normal saline. There was no report of patient harm.